Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down and took 10 minutes to power back up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing and internal inspection without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device forensic memory logs did not show any faults associated with customer report.